Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed on (B)(6) 2022 with dizziness. Labs were drawn and hemoglobin was 7.5 grams per deciliter (g/dl). One unit of blood was given and hemoglobin improved to 9.0 g/dl. An esophagogastroduodenoscopy (egd) was done on (B)(6) 2022 and no bleed was identified. The patient was put on danazol and was discharged on (B)(6) 2022, and the bleed resolved. The patient was monitored outpatient and was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.